Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator service required code was noted in the device error log indicating the system printed circuit assembly and the blower assembly were replaced to address the issue.